Event description:
Rn was placing a 5 fr d/l PICC with an introducer. During the placement, the pt experienced an air embolism. The rn said the only thing that was different is the kit had a new introducer system. Rn primed the PICC. The white lumen was more difficult to flush. Rn then attempted to advance the guidewire, but was having toruble advancing it. Wire was removed and the nurse reversed the wire inserting the stiff end first. Rn noticed the pt experiencing signs of respiratory distress and stroke like symptoms. They did a scan and it showed air bubbles. The device was discarded.